Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the active directory (ad) synchronization was failed. A technical support specialist (tss) dialed into the server and observed that both the application and data base servers had an uptime of over 100 days. The customer was advised to reboot the servers. Additionally, the customer requested to reduce the ad synchronization interval to 15 minutes; however, upon logging, it was confirmed that the minimum configurable interval is 1 hour. Since there were no further assistance was required, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server was not syncing with active dictionary. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the server was not syncing with active dictionary. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.